Manufacturer narrative:
Pump received on 03/04/2024. Functional testing was done on pump on 03/14/2024. Pump passed all test on 03/14/2024. Pump ran without tubing and test passed as it alarmed "air-in-line"; loaded tube into the pump and test passed as pmp does not alarm "air-in-line"; ran the pump creating air bubbles and test pased as pump alarmed "air-in-line". Pump issue was not duplicated.

Event description:
It was reported that the pump infused someone's medication faster than it was programmed because he got done an hour earlier than he should have. Medication involved was gamunex-c.